Manufacturer narrative:
E1: initial reporter last name: (B)(6). E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag had a small particle inside the fluid path. The issue was identified during visual inspection of the finished product. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured from december 06, 2020, to december 07, 2020. The actual device and photographs of the sample were provided for evaluation. Visual inspection of the actual sample did not identify any abnormalities that could have contributed to the reported condition. The fill port cap was removed and no defect of the connector or cap areas was identified. The photographs were reviewed and a colorless to white string-like particle was apparent in fluid pathway. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.